Manufacturer narrative:
Technician inspected the hydraulic system and found a wire to head up valve was disconnected. Reconnected wire to head up to resolve this issue.

Event description:
Info received indicated that the head section was not going up.